Event description:
An 84-year-old female patient with acute myocardial infarction¿related cardiogenic shock received impella support via the right axillary/subclavian access. The patient developed oozing at the surgical impella insertion site during the procedure, the bleeding was prior to closing the pocket. A jackson-pratt drain was placed, and the dressing also became saturated. Additionally, the physician ordered staff to apply a pressure bag and change the dressing. On day 11 of support, the device was successfully explanted. The reported bleeding may occur in the setting of vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation, and device position.

Manufacturer narrative:
Investigation summary no product return access site adverse event/minor bleed: the cause of the injury was not determined due to insufficient clinical details.